Manufacturer narrative:
Review of lot history records for the involved device confirmed manufacturing steps and processes were met and followed. Product met final inspection and testing requirements prior to shipment. Update: changed outcome attributed to adverse event from "required intervention . " to "disability or permanent damage." Add the following statement to describe event or problem: input from the miradry consulting medical director indicated a special type of burn scar can leave blue color. Nerve deficits present after four years are likely permanent. This is an isolated case with no further information available at this time.

Event description:
Patient reported approximately 5 lingering large, blue discolored nodules with numbness in both axilla since her second miradry treatment 4 years ago. The treating clinic had advised her the side effects seemed normal and should go away. Update: input from the miradry consulting medical director indicated a special type of burn scar can leave blue color. Nerve deficits present after four years are likely permanent. This is an isolated case with no further information available at this time.

Manufacturer narrative:
Review of lot history records for the involved device confirmed manufacturing steps and processes were met and followed. Product met final inspection and testing requirements prior to shipment.

Event description:
Patient reported approximately 5 lingering large, blue discolored nodules with numbness in both axilla since her second miradry treatment 4 years ago. The treating clinic had advised her the side effects seemed normal and should go away.